Event description:
Allegedly, 48 mm head used with 40 mm liner. Pt is stable

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional info has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility.